Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no signs of damage. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found a hypo tube break at approximately 196mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tight left circumflex artery (lcx) with acuter bend. After predilation, a 2.50x16mm promus element drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. Ni patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.